Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Disconnection hemoglide catheter & venous line (luer-lock connection). Date of placing 2007, via internal jugular way. Pt's consequences: cardiorespiratory arrest with transfer of the pt in intensive care for care. To date the pt is out of intensive care unit.